Event description:
System began alarming and frank blood was noted in the connecting tubing from the balloon to the pump. Pt became unstable with ECG changes. Iabp was removed with new balloon inserted. Pt's condition improved, and remained stable.